Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced difficulty breathing during a permanent implant procedure. The surgical staff placed a laryngeal mask airway and stabilized the patient's breathing. The patient was moving on the operating table and was given medication to calm the patient. The procedure was completed and the patient was hospitalized overnight for observation. Follow-up identified the patient is doing well. The procedure was extended by 20 minutes due to the issue.